Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was titled in the pocket and having trouble charging. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Effective therapy was restored.

Event description:
Additional information was received wherein the ipg was explanted and replaced on (B)(6) 2026 not (B)(6) 2026. Effective therapy was established.

Manufacturer narrative:
Correction: surgery took place on (B)(6) 2026 not (B)(6) 2026 as previously reported.